Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by a local engineer. Visual inspection of the machine showed that the disinfection valve membrane was eroded, which allowed the reported leakage. The component was replaced. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The external leak of fluid occurred at a component where the leak does not have the potential to harm the patient. This is therefore not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during the disinfection process. There was no patient involvement. No additional information is available.